Event description:
It was reported that the asymptomatic patient presented to clinic for routine check. Upon interrogation, the atrial lead exhibited unacceptable threshold and a sensing anomaly; the lead had dislodged. The patient reported to falling the week before. The lead was successfully explanted and replaced. The patient would continue to be monitored.

Manufacturer narrative:
.